Event description:
Event description guidant received information that during a replacement procedure, this replacent cardiac resynchronization therapy defibrillator (crt-d) and chronic transvenous implantable lead exhibited pacing lead impedance greater than 3,000 ohms. The setscrews were tightened and the impedance was then normal. During defibrillation testing, a pop was heard and a less than 20 ohm shock impedance measurement was reported, as was a fault code indicating a shorted condition. This device was removed burn marks were observed on the can. The lead was coilded on the opposite side of the can in the pocket. Lead inspection in the pocket showed not problems. A new crt-d was connected to the lead and delivery of 0.1, 21, and 31j shocks resulted in normal measurements. The physician elected to leave this device and chronic lead implanted. The first crt-d attempted was returned for analysis.